Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, ventilator service required codes were observed in the downloaded event log and the sound abatement material of the inlet air path assembly was observed to be peeled off. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, ventilator service required codes were observed in the downloaded event log and the sound abatement material of the inlet air path assembly was observed to be peeled off. Further information received from manufacturer's product investigation laboratory (pil) that was able to confirm the complaint of the loose foam. The foam around the blower inlet had pulled away from the adhesive. Adhesive residue could be felt on the foam (i.e., the underside was tackier than the topside). The remaining adhesive in the plastic was still somewhat tacky.